Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted. The lead was attempted to be placed in the left bundle branch with difficulty resulting in a portion of the helix breaking off and was unable to be retrieved. The remainder of the lead was removed and is expected to be returned for evaluation.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted. The lead was attempted to be placed in the left bundle branch with difficulty resulting in a portion of the helix breaking off and was unable to be retrieved. The remainder of the lead was removed and is expected to be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the entire lead was returned with a portion of the helix broken off. The distal shell of the helix housing was removed to inspect the helix in detail. Microscopic inspection of the remaining portion of the helix appears to show counterclockwise pattern/twist suggesting helix retraction. The clinical observations were confirmed in analysist based on the missing portion of the helix.